Event description:
It was reported that the customer was hospitalized for high blood glucose of 775mg/dl. It was reported that the customer's blood glucose was treated with the insulin pump, and the glucose reading was 280mg/dl. Hours later, the customer blood glucose was higher. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.